Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported there were no other reported symptoms beyond the increased pain.

Event description:
The pump¿s low reservoir alarm occurred and, on the following day, the patient was in the doctor¿s office complaining of pain all around her chest wall, which is where the patient¿s cancer pain was and was the reason for the pump use. On the day of report, the patient was being seen in the emergency room and telemetry (logs) confirmed that a critical pump alarm was sounding due to zero ml reservoir volume being reached. It was believed that, because of being titrated up to get to optimal dosing, the adjustment to the refill date was likely missed. It was indicated that drug would likely be put in the pump on the following day or the following monday at the latest. It was later reported that the patient¿s pump was empty for several days. The patient¿s refill had not been scheduled before the patient ran out of medication. The patient was admitted to the emergency room (ER) and they transferred the patient to the floor where the patient received pain medications. This occurred on a friday and by monday the patient¿s intrathecal drug had arrived and the pump was refilled. The device system was used to deliver bupivacaine and dilaudid.